Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-62-user had poor technique test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for erratic blood glucose results. The customer is concerned with results obtained of 277 and 212mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling dizzy and in a fog. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the dining room. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 259 and 273mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 4/30/2020 and open vial date is three weeks ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly). (B)(6).